Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
It was reported that during post-op check for the implantable cardioverter defibrillator the atrial lead exhibited high capture thresholds and p-wave amplitude variation. During the lead revision the lead was discovered to be dislodged and lead helix could not be re-extended. Lead was explanted, and new lead was implanted successfully. Patient condition was stable.